Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v527946, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received noted that regarding if there was a known cause for the ins to migrate or did the patient have any adverse symptoms associated to the migration, it was noted: "no". Regarding if the ins was revised, it was noted that: "battery end of life - planned replacement". Regarding any testing done on the device, it was noted: "xray to be done, doubt lead migration". Patient status was pending.

Event description:
It was reported that a patient¿s device ¿slipped¿ and someone ¿went into¿ the patient¿s back and straightened it out. It was unclear what this referred to and it may have referred to a revision. The patient didn¿t remember when this happened. Additional information has been requested but was not available as of the date of this report.